Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the syringe pump was infusing tpn, dopamine, and fentanyl through a uvl and the patient's blood pressure was not responding to the dopamine. The dopamine and fentanyl modules then alarmed for occlusion, and the clinician released the clamp and the infusions were restarted, but they noted that the volume infused for the dopamine had decreased, and the volume infused for the fentanyl "completely disappeared." The patient's mean blood pressure dropped to 18. The infusions were changed to a new system and the patient's mean blood pressure immediately increased to 47. The dopamine was held for an unspecified period of time to allow the blood pressure to adjust; there was no report of any additional intervention required. The carefusion clinical practice consultant who was on-site reports that the customer's system dataset occlusion settings in the nicu are 1000mmhg when using the pressure sensing disc and "high" when not using the pressure sensing disc.